Event description:
It was reported that the image was completely black out. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the image was completely blacked out. A visual inspection was performed and showed the scope to have a broken negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.